Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis and acute kidney injury. The customer¿s blood glucose level was 671 mg/dl. The customer also stated that the insulin pump was not working. The customer gave positive test for ketones. The customer took insulin subcutaneous injection. In hospital, customer was treated with insulin drip and then switched back to insulin shots. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The drive support cap was appear to be normal. The customer reported small bubble close to the needle, a quarter of an inch long. The customer reported bubbles in the reservoir. The insulin pump delivered entire 5u of insulin without any alarm. The insulin pump failed high pressure test. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.